Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-paced t-wave oversensing was noted resulting in non-sustained ventricular oversensing. Device reprogramming was suggested by abbott technical support. The patient did not experience any adverse consequences due to this event.

Event description:
Post-paced t-wave oversensing was noted on the device. The device was reprogrammed, and the patient was stable with no adverse consequences.